Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss in stimulation. Reportedly, the patient last charged one week ago, but was unable to locate the ipg with the charging device to charge again. Field representative met with the patient and confirmed the ipg was inoperable. As a result, the eon mini ipg was explanted and replaced on (B)(6) 2019. Post-operatively, effective therapy was established.